Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke and an unexpected noise was heard during firing. The jaw could not open normally and higher force was used to open the device. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, shroud separation the analysis found that one ec60a device was returned with one ecr60g cartridge reload present. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Furthermore, the knife did not fully back to home position thus, the device would not open. Additionally the device was locked in the closed position making the device nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon removal of the shrouds, the frame b was noted to be damaged, this condition impairs the knife retraction and opening functionality. Although no conclusion could be reached as to what caused the damage to the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.